Event description:
It was reported that the subject coil was uneventfully implanted into the basilar artery (ba) aneurysm. The next coil was uneventfully delivered into the aneurysm; however, it was stuck with the implanted subject coil. As the last coil was being removed, a part of the previously implanted subject coil protruded into the parent ba vessel. The physician placed a non-stryker stent to secure the coil against the vessel wall. The procedure was stopped. The patient was reportedly stable after the procedure.

Event description:
It was reported that the subject coil was uneventfully implanted into the basilar artery (ba) aneurysm. The next coil was uneventfully delivered into the aneurysm; however, it was stuck with the implanted subject coil. As the last coil was being removed, a part of the previously implanted subject coil protruded into the parent ba vessel. The physician placed a non-stryker stent to secure the coil against the vessel wall. The procedure was stopped. The patient was reportedly stable after the procedure.

Manufacturer narrative:
The device remained implanted.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. The event description stated that the last coil was stuck with the implanted subject coil. As the last coil was being removed, a part of the previously implanted subject coil protruded into the parent ba vessel. The most probable that the reported coil protrusion caused by other previously implanted coil. It is likely that some procedural factors encountered during the procedure limited the performance of the device contributed to the reported event. Therefore, a root cause of operational context has been assigned to the reported stent migration.